Manufacturer narrative:
(B)(6). Results: bd received samples from the customer facility for investigation. Twenty-four returned samples from the same lot were evaluated for stopper pull out force, and the customers' indicated failure mode for loose stoppers with the incident lot was observed. No qns or other issues relating to the reported defect were identified in the DHR, and no ncmrs were in force on this device. Conclusion: confirmed complaint. Stopper pull out testing on the returned tubes confirmed the reported defect. Bd was able to duplicate and confirm the customers¿ indicated failure mode with the samples provided. The most likely root cause for the reported defect, is excess stopper lubrication.

Event description:
It was reported that the light blue hemogard¿ closures on bd vacutainer® glass citrate tubes are loose or creeping during use, causing possible exposure risks. No serious injury, blood to mucous membrane exposure or medical intervention was reported.